Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required). Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted from the patient¿s right eye due to halos, which affected the patient¿s ability to perform daily activities, specifically night driving. The device was considered to have contributed to the event. The lens was replaced with a preloaded multifocal toric iol of a different model but the same diopter. Clinical evaluation indicated no loss of two or more lines of best spectacle-corrected visual acuity (bscva), and the patient was neither overcorrected nor undercorrected. Pre-operative refraction was +1.50 -1.50 x100 with a bscva of 20/20, and post-operative refraction was -0.25 sphere with a bscva of 20/20. The intended target refraction was -0.20, and no pre-existing conditions affecting lens calculation were reported. The patient¿s outcome following the iol exchange was reported as doing well. No further information was provided.